Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Week ending (B)(6) 2016 rv pacing impedance trend data had a max unipolar impedance measurement of >4000 and a bipolar minimum of 57 ohms. Noted device was implanted (B)(6) 2015. No patient alerts. All impedance data within normal range since.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances before dropping down into normal levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.